Manufacturer narrative:
(B)(4). Date sent: 9/18/2025. Photo analysis: this is an analysis of one photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a body cavity, however, no staple line or blood can be noted in the photo. Based on the photo reviewed the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record was performed for the finished device cdh29p lot number a98c3p and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2025. Additional information received: endoscopic clips in place, no active bleeding seen.

Event description:
It was reported that during a hemicolectomy being performed for sigmoid colon cancer. An echelon circular powered was used for intestinal reconnection; however, bleeding at the staple line due to mucosal dehiscence was reported. The bleeding output was 1500ml. An endoscopic clip was placed to control bleeding, and anastomotic leaks are being monitored. The surgeon reported that at the time of firing and manipulation of the stapler, it felt unstable and did not adequately compress the tissue prior to being fired. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, if yes, date of revision surgery. On (B)(6) 2025, reason for revision surgery. Bleeding, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Mucosal dehiscence & bleeding, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2025. D4 batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide a timeline of events. Did the patient receive an additional surgery due to the alleged issue? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the nurses experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there an anastomotic leak? If yes, how was the anastomotic leak addressed? What is the current patient status? Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.